Event description:
The facility reported a pump that does not close the regulating clamp. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
The reported condition could not be confirmed or duplicated during product evaluation.